Event description:
Reportedly, the subject programmer cannot boot up.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer cannot boot up.

Manufacturer narrative:
Preliminary analysis revealed that the programmer was functioning properly and that the reported issue could not be reproduced.

Event description:
Reportedly, the subject programmer cannot boot up.